Event description:
Caller reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump. The customer was informed that they could continue to use the pump and advised to call back if the malfunction code recurred.